Manufacturer narrative:
Submitted to FDA on 09/02/2005.

Event description:
It was reported to tyco healthcare/kendall on (B)(6) 2005 that a customer had a problem with a cadence defibrillation pad. According to the customer there was a death in the cath lab during a pacemaker insertion. The defib pad was reported to have "rolled up" and "arced" when defibrillated.